Event description:
It was reported that the patient expired on (B)(6) 2014 at 3:40 am. Pdrn confirmed there were no complications related to the treatment. She stated that the patient had been brought in for severe sepsis due to gangrene caused by a dog bite. Findings from medical records: hospital discharge notes indicated that the patient with end stage renal disease was on peritoneal dialysis (pd) at home for several months. Patient reportedly was missing hemodialysis treatments. The patient was admitted to the hospital on (B)(6) 2014 after the patients' canine bit and chewed the patients foot while the patient was asleep during cycler based dialysis. An amputation of the foot was performed. The patient was put on vancomycin and zosyn antibiotic therapy. The patient was mildly anemic after surgery and lactic acid level was high. On (B)(6) 2014, the patient coded, was transferred to the ICU where the patient had multiple additional codes. The family decided to discontinue treatment and the patient expired at 8:26 am, five hours after the initial code. The cause of death was septic shock.

Manufacturer narrative:
This report is being submitted as part of a system level review which will include an investigation of all potential fresenius products being used at the time of the event. Clinical investigation: per the medical records it appears that a (B)(6) pd patient coded during pd and subsequently expired. The cause of death was septic shock (positive cocci suggestive of streptococci in blood cultures as well as gram positive rods suggestive of diphthreoidscroyneform) from status post amputation of left diabetic foot secondary to open fracture of left foot from dog bite and possible hyperkalemia. The patient was immunocompromised. There was no report of malfunction or issues with fmc products and the pdrn stated there were no complications related to the treatment. Based on this, it is unlikely the patient expired due to fmc product use. A supplemental will be submitted upon final review of completion of the plant's investigation.